Event description:
It was reported that (1) device was used during a laparoscopic colon. It was reported by the affiliate that the lcsc5 stopped working. It was cleaned and tighted, but still not working. A lcs15 was used to complete the case. There was no consequence to the pt.